Manufacturer narrative:
Iceball cracking is a rare event. The device in the reported event was not returned for investigation. The pt underwent laparoscopic transperitoneal renal cryoablation on one tumor. The tumor size was 2.4x2.3x2.1 wxhxd (cm), and was located in the right kidney in the mid-segment, lower pole. It was classified as exophytic = majority (>50%) of lesion is outside the confines of the renal cortex. It was spherical in shape and solid in composition. Three (3) icerods were used for the case. The pt had a history of hypertension, but was taking medications, and the hypertension was well controlled prior to the procedure and at the time of the procedure. The entire hospital stay was approx 50 hrs, and dr (B)(6) reported that the pt was doing fine upon discharge. Galil medical will continue to monitor events of this nature.

Event description:
It was reported after an uneventful procedure (2 freeze-thaw cycles) to the right kidney and easy removal of the needles, iceball cracking was heard from the kidney. Bleeding resulted and was unable to be controlled with floseal and surgical nu-knit. After approx 20 mins and 300 cc of blood loss, it was decided to perform a partial nephrectomy.